Event description:
It was reported patient was implanted on an unknown date in greece with non-synthes hardware for an orif of olecranon. Patient presented to surgeon on an unknown date and surgeon determined there was a non-union of the previous fracture. Patient was returned to the operating room for removal of non-synthes hardware on (B)(6) 2012. Surgeon revised the patient to va elbow system, using the cone guide to insert the screws. Reportedly one of the va locking screws did not lock down to the plate and it could not be removed from the plate. Screw just spins around, but is not sitting proud. All other va locking screws were implanted and locked to the plate. Surgeon completed the procedure with no further problem.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.